Manufacturer narrative:
The tip was received for evaluation. The tip was used at 12:10:20 pm on 10/18/2018 tip was used for 106 treatments. Tip passed flow test, failed visual for dielectric breakdown, leak and functional test were not performed. Thermister test passed (t0:23.38 ,t1:23.11 ,t2:22.92 ,t3:23.57 ). Dielectric breakdown was seen. The investigation is ongoing.

Event description:
The customer reported there was a spark from one of their tips. They changed the tip immediately and the patient was not affected.

Manufacturer narrative:
Product evaluation confirmed the failure mode. A review of the manufacturing records showed all requirements were met. No patient injury was noticed during treatment. Service confirmed damage on the tip membrane along the rf trace. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 090518-001. The investigation is complete.